Manufacturer narrative:
No trend considering the following event is identified: dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the patient was implanted with a biolox head on (B)(6) 2009. He experienced two dislocations. Hence the patient underwent revision surgery on (B)(6) 2017 due to dislocation. Review of received data: on (B)(6) 2017: x-ray pelvic overview, left hip in ap- and lauenstein projection (B)(6): cup inclination approx. 46 °, anteversion cannot be evaluated. No detectable fractures. Cup is intact without any signs of loosening, no conspicuous osseous structure lesions in the cup area. No indirect evidence of polyethylene wear in the head. Stem is correctly inserted without any signs of loosening, no conspicuous osseous structural lesions in the stem area. On (B)(6) 2009: operations report dr. (B)(6) orthopaedics. Surgical procedures: left hip prosthesis with osteonecrosis (kinectiv shaft cementless, ml taper, biolox ceramic head, trilogy pan 58mm, inlay polyethylene). Very difficult preparation of the femur because of incredibly sclerotic bone bearing proximal. Due to the difficult femoral preparation performing an intraoperative x-ray image to confirm the shaft position with unsecured corresponding lateralization. Surgery delay of 120 minutes documented. Indication: (B)(6) year-old male patient, clinically and radiologically advanced osteoarthritis. Operational findings: obesity grade I, good bone quality. During surgery: posterolateral access, no significant cysts acetabular. Femoral incredibly sclerotic bone. Optimal mobility, stability and restoration of the leg length. Implantation of a 58-piece trilogy cup in 40 ° abduction and 20 ° anteversion, achieved maximum press-fit. 58x36mm standard polyethylene inlay. Kinectiv shaft size 9 in 15 ° anteversion, after cleaning a 36mm head was implanted. After reduction, good stability. On (B)(6) 2017: outpatient examination dr. Carothers. Anamnesis: follow-up to check the MRI findings, current pain level 0 on a scale of 1-10. Problems: first-time hip luxation on the left, sprains injured right, calcium pyrophosphate disease operational history: hip joint replacements (B)(6) 2009, back surgery (B)(6) 1992, (B)(6) 2003 and (B)(6) 2009. Examination results MRI: no signs of a local tissue response (adverse tissue response). Procedure: unstable hip-joint endoprosthesis, no abnormal local tissue reaction around the hip, blood removal to the exclusion of an infection. The patient should be a candidate for a revision of the hip-joint endoprosthesis with possible head and / or inlay and / or neck changes. The patient tries to protect the hip by avoiding positions that make the hip unstable. The x-ray images from mexico show a "reduced hip", on the x-ray images of apparent superior dislocation. If something is difficult to know, then what is to be done with 2 dislocation mechanisms anterior or posterior. But reported is about a worrying position in more flexion and internal rotation. On (B)(6) 2017: outpatient examination preoperative dr. (B)(6). Current follow-up due to complaints regarding hip dislocation. 8 years after hip surgery left, current pain level 3 on a scale of 1-10. Subjectively, he had gone very well four months ago, when he was on vacation in (B)(6). He had sat on the couch with his feet over the armrest, he had fallen asleep, his feet had fallen to his side, the hip was luxated, and in a hospital in (B)(6) the hip had been repositioned. A new hip dislocation 2 months ago with a hip flexion on the farm. Other problems with the hip had not existed, there was no pain. Negative inflammation parameters. Bmi 26.32 (size 180cm, weight 85 kg). Method: in case of unstable left hip endoprosthesis discussion on treatment options, including further conservative therapy trials versus revision surgery. The risks of the revision surgery were discussed, also the options and types of the implant manufacturer, planned surgery term in 4-6 weeks. 2 photographs (explanted stem, polyethylene inlay, ceramic head, stem neck with cone): visible osseous structures over 50% of the cup surface. Defect at the inlay edge. Scratches on the ceramic head. No product was returned to zimmer biomet for in-depth analysis. According to the information received, the device was discarded at the hospital. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: correct taper size combination was used 12/14. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: no evidence for competitor products. Loss of connection due to inadequate assembling procedure => not possible: no issue found for assembling procedure in the surgical reports and x-rays. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: no patient risks for dislocation is given/noted in the received documentation. In the first dislocation it was noted that the dislocation was occurred while sleeping. Conclusion summary: based on the available documentation, a specific cause for the luxation after 8 years cannot be found. The revised explants have not been returned to zimmer biomet for investigation. Neither intra-operatively in 2009 nor on the present x-ray images (B)(6) 2017 there is no signs for a wrong positioning of the implants. No clinical evidence for luxation is documented in the received documentation. No patient-specific risk factors are recorded in the received documentation. The first dislocation occurred in an uncontrolled movement in the hip joint during sleeping, the second dislocation in a controlled hip flexion, probably the patient was standing. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did receive x-rays which will be reviewed as part of the ongoing investigation. The devices were not returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is cmp(B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, 36/0, taper 12/14 on (B)(6) 2009 on the left hip side. He experienced two dislocations and therefore was revised on (B)(6) 2017. Note: this is a split case with zimmer, inc, warsaw, reference number: cmp-(B)(4).